Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed no anomalies to the stent delivery wire. The stent had been deployed during the procedure, and was thus not available for inspection. Consequently, functional inspection could not be performed due to the condition of the returned device. Based on the information available and analysis of the returned device, an assignable cause of an operational context has been assigned to the reported event 'stent deployed prematurely during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
After analysis of the device, it was reported that the stent was prematurely deployed during use. There were no reported patient consequences due to the event.